Manufacturer narrative:
The device was returned for evaluation. Received one sealed vaccess CT w/8fr cf catheter kit. The outer packaging was returned open and it was noted that a hole was identified in the port device inner packaging. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that hole was allegedly identified in the packaging of a model 7480000 port & catheter, implanted, subcutaneous, intravascular allegedly. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.